Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion was suspected and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected due to an increase in the power consumption, device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About six weeks later, this device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Premature battery depletion was suspected and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected due to an increase in the power consumption, device replacement was recommended for within 90 days. No adverse patient effects were reported. The device remains implanted and in service.